Event description:
Philips received a complaint on the defibrillator indicating that the device automatically starting up without being used and did not respond to manual shutdown. The issue persisted for about ten minutes before it automatically stopped. There was no patient involvement.

Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name: (B)(6) hospital. Reporting address line 1: (B)(6). Reporting address postal: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6).